Event description:
The pt is complaining about iliopsoas tendon pain due to malpositioning of the cup. A revision surgery has been taken into consideration, but not yet planned or scheduled. The primary surgery was performed in the USA, while the consultation about the pt conditions and about a possible revision surgery was held in (B)(6) with a different surgeon. (B)(4).